Manufacturer narrative:
Investigation results: a photo and a physical sample were received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that there was a hole in the bell of the syringe; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause can be traced to the molding process during manufacturing. Actions will be taken.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 303310, lot#: 4261570. It was reported that the bd luer-lok barrel / flange was damaged. The following information was provided by the initial reporter: it was reported by customer that they have experienced while using a luer-lok syringe without needle, 20 ml.a hole was found in a 20 ml bd syringe. Rcc received a complaint via email. We received a report from our clinicians concerning an event they have experienced while using a luer-lok syringe without needle, 20 ml. Reference#: 303310, the lot number is 4261570, the event date is 02.15.2025, a hole was found in a 20 ml bd syringe by (B)(6), no harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure.